Event description:
Family member reported receiving a reading of 117 mg/dl.pt began to experience hypoglycemia with symptoms of shaking and dizziness. Paramedics were called and provided a reading of 16 mg/dl with an unk brand device. The customer was treated with a glucose solution via an IV drip. Customer was admitted to the hospital.